Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear in the balloon, approximately 4 mm from the balloon proximal tip. The balloon appeared to be intact with both ends of the balloon still attached to the device (no missing pieces). Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (lot f1500704) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the mynx device didn't deploy, the balloon lost pressure at the 2nd stop. A buddy wire was used with the device. Hemostasis was achieved with 20 minutes of manual pressure. The patient was not hospitalized. Closure: arterial sheath size: 6f.